Manufacturer narrative:
The surgeon reported that after utilizing the part per manufacturer instructions, there was an unexpected navlock spin caused by the blockage of the powerease around the instrument, used to mill/shape the pedicle. The part responsible for the reported incident has not be received by the manufacturer for further analysis.

Event description:
A site representative reported that there was an unexpected navlock spin. There was no patient impact reported and no reported delay in surgery. Surgery proceeded as planned.